Manufacturer narrative:
The reported event was not confirmed. A service technician evaluated the device and observed no damage to the hinges. The weld was compromised. This event was originally reported timely in april 2023 via MFR report #: 3015967359-2023-00889 as part of the q1 2023 vmsr submission.

Event description:
The user facility reported that the housing was broken at the hinges during sterilization.. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no patient involvement, no adverse consequences no delay and no medical intervention.